Manufacturer narrative:
(B)(4). To date, the device has not been returned.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an unknown date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent gynecological surgical procedure on (B)(6) 1998 and prolene mesh was implanted concurrently with umbilical herniorrhaphy, anterior and posterior colpoperineoplasty, insertion of suprapubic cystocatheter, cautery of urethral caruncle.